Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 11/:13 pm she activated a new pod and her blood glucose and insulin history is as follows: time: 11:14 pm, bg (mg/dl); bolus (u): 15.3, (B)(6) 2014; 7:07 am, 74; 12:41 pm, 302, 8.6; 2:23 pm, 322, 7.9; 4:37 pm, 384. At 5:09 pm the pod was deactivated. She noticed the cannula looks short and the pink side insert did not move forward into the window.